Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 14f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed. The sutures of two new prostyle devices were successfully pre-placed. The tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was observed as an anterior needle to cuff detachment. Additionally analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the returned device condition, the reported needle to cuff miss was observed as an anterior needle to cuff detachment related to the plunger not fully depressed fully depressed flush with handle body. The subsequent treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.